Event description:
The customer stated that a pt sample generated error code# 1063 (correlation coefficient too low) on the axsym digoxin iii assay. The customer stated that after centrifuging the sample error code# 1118 (invalid test result, intercept too low) generated. After diluting the sample, the issue was resolved. There is no impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.